Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen 1500 mcg/ml for a total dose of 672 mcg/day, compounded clonidine 500 mcg/ml for a total dose of 223.99 mcg/day, and compounded bupivacaine 18mg/ml for a total dose of 8.064 mg/day via an implantable pump for intractable spasticity and complex regional pain syndrome type 1. It was reported on (B)(6) 2018, device interrogation/review of logs revealed a pump motor stall on (B)(6) 2017 at 10:48 without a recovery in the logs/no recovery noted in logs. The patient did not report any symptoms and the following interrogation on (B)(6) 2017 did not reveal a stalled pump motor. No further action or interventions were performed/no action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The device diagnosis was pump motor stall. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted that the event was related to a magnetic resonance imaging (MRI). The event date was (B)(6) 2017. No further complications were reported.